Event description:
A full term infant was delivered via c-section. The infant was admitted to the nursery and reported to have low blood glucose levels that did not respond to feeding. The staff was unable to start a peripheral IV and an allied health professional was requested to insert a uvc catheter for fluid administration. A portable chest x-ray was done to confirm placement which showed the uvc to be in the liver. Upon attempted removal, it was noted that the tip had broken off inside the baby. The healthcare provider was unable to retrieve the tip. The patient was transferred to the local children's facility and the tip was successfully removed without any further complications.